Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The examination showed the device had warming fluid tank staining, tank covers were cracked, line cord wear, broken pole clamp. The internal examination also showed damage to the lcd portion of the printed circuit board.

Event description:
It was reported the display was missing pixels. No information provided on patient involvement.